Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had communication errors. This happened during a therapeutic esophageal stent procedure that was finished with an olympus back-up device. There was no report of patient harm.